Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the piece of black plastic was missing. No harm requiring medical intervention was reported. Customer stated that insulin pump was damaged on the top of screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test. Unit was received with missing display window cover. The p-cap locks properly into place.